Event description:
It was reported that during a femoral embolectomy the balloon burst, the tip came off in the patients leg. The tip was able to be retrieved. No report of patient complications.

Manufacturer narrative:
We received one 120806f embolectomy catheter without the packaging for examination. The balloon and balloon windings appear to have been pulled off the catheter tip. The balloon latex and both proximal and distal windings were not returned. The inflation holes appear to have dried blood residue inside, although the inflation lumen is patent. As stated in the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. The possibility of balloon rupture must be taken into account when considering the risks involved in any embolectomy procedure. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. Per the IFU the max pull force for this catheter is 2.5 lbs on a inflated balloon. There are no portions of the catheter tip missing. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.